Event description:
The customer reported that a hemostasis agent that was used on the scope had dried up and could not be removed during an esophagogastroduodenoscopy procedure involving an olympus gastrointestinal videoscope. The customer did not provide a suspected cause of the event. The procedure was completed using a with no delay, using the same device. There was no patient injury reported.

Manufacturer narrative:
B2) date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.